Event description:
It was reported the patient had completed "two v3 sessions" in the study due to lead revision. It was logged the first v3 was completed one month after the initial permanent implant and the second v3 was completed after the lead revision.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).